Event description:
It was reported that a tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the surgeon made first firing with preloaded instrument, straight from the sterile package. Instrument was reloaded for a second firing and this is where the malfunction occurred. It is claimed that it was reloaded perfectly and the user has a lot of experience with the instrument. A new device was used to complete the case. There was no consequence to the pt.